Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. No system or reagent abnormalities were observed, and no issues were observed with other patient samples. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low kappa light chains result was obtained on a patient sample on a bn ii system using n antiserum to human ig/l-chain, type kappa reagent using a 1:20 sample dilution. The sample was repeated for kappa light chains using a 1:100 dilution, recovering higher. The sample was then repeated for kappa light chains using a 1:20 dilution, again recovering falsely low. None of the results were reported to the physician(s). The higher result obtained using the 1:100 dilution matched the electrophoresis result for the patient and was considered to be correct. A discordant, falsely low kappa light chains result was obtained on another sample from a different patient on the same bn ii system using n antiserum to human ig/l-chain, type kappa reagent using a 1:20 sample dilution. The sample was repeated for kappa light chains using a 1:100 dilution, recovering higher. The sample was then repeated for kappa light chains using a 1:20 dilution, recovering falsely low. The sample was then repeated for kappa light chains using a 1:400 dilution, recovering falsely low. The following day, the sample was manually diluted 1:2 and was then repeated for kappa light chains using a 1:20 dilution, recovering higher. None of the results were reported to the physician(s). The higher results matched the electrophoresis result for the patient and were considered to be correct. There are no known reports of patient intervention or adverse health consequences due to the falsely low kappa light chains results.